Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 396737 was performed. A set of hr hpv negative control (1 tube), hr hpv positive control (1 tube) were loaded on, and results passed. Customer data review the assay met specification requirements. The amplification curves appeared normal and exhibited normal amplification for the other hr hpv a and other hr hpv b genotypes as well as the cellular control. A product deficiency was not identified by this review. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 396737 (including components) did not identify any issues which could result in the reported complaint. No issues or records related to the reported complaint were found that would indicates any issues which could have led to the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 396737 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to this investigation. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 396737. The complaint history review did not identify any additional complaints related to the reported issue. Complaint trending was reviewed. A trend violation was not identified. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 396737 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. The customer reported sid (sample ID) (B)(4) tested as negative on (B)(6) 2024 and re-tested as "other b" positive on (B)(6) 2024. Visual curve inspection shows presence of "other b" signal that exhibits non-sigmoidal behavior which led the laboratory to retest the sample with result "other b" detected (fam fcn of 27.73 with mr of 0.13). The result was released from the laboratory on (B)(6) 2024 as "other b" detected. There was no report of impact to patient management.

Manufacturer narrative:
On 05/23/2024, the suspect product changed from the alinity m system to alinity m hr hpv assay. 06/03/2024 corrections: updated d1: from alinity m system to alinity m hr hpv amp kit. Updated d2a: from real time nucleic acid amplification system to kit, dna detection, human papillomavirus. Updated d2b: from ooi to maq. Removed d4: model number. Added 09n15-090 to d4: catalog number. Removed d4: serial number. Added 396737 to d4: lot number. Added 06-nov-2025 to d4: expiration date. Updated d4: UDI from (B)(4) to (B)(4). Updated h4: from 13-dec-2022 to 06-nov-2023.